Event description:
It was reported that a capture anomaly was observed due to dislodgement. Patient likely has twiddler syndrome. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.